Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while cleaning up, the user was pricked by a used 30 g x 1.5 mm bd microtainer® contact-activated lancet. The safety had not automatically activated. Medical intervention provided, lab work was done.